Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodged. During the lead revision procedure, high thresholds were observed. The lead was explanted and replaced successfully. The patient was fine post procedure.